Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer refilled and re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support.